Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. The microscope test revealed that both cylinders had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder and wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder did not pass the leak test, however, the second one did. The pump was microscopically inspected, functionally, and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. No leaks were identified. The pump did not pass the activation tests. The reservoir microscopically inspected, and leak tested. The microscope test found that the reservoir had wear at a fold in reservoir shell. No leaks were identified. Based on the available information and analysis results, the presence of holes and leaks in the cylinders, along with the pump not activating, may have caused or contributed to the decision to remove the device. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned without any performance allegation. Upon analysis of the returned components, it was noted that the cylinders, reservoir and pump did not pass the microscope test. No additional information was provided.